Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician was using intracardiac echo (ice) imaging to visualize the septum. Visualization was poor and required multiple attempts to change the shape of the sheath with the versacross connect dilator. After 30-45 minutes of the physician manipulating the sheath without re-advancing the pigtail wire, a pericardial effusion was noted on ice. The patient became hypotensive and required vasopressors. The procedure was discontinued and a pericardial tap was performed. 600ml of blood was removed from the pericardial space. The patient blood pressure rebounded. The patient was transported to the intensive care unit (ICU), but was reported to be doing well later in the day and has since been discharged.